Event description:
On (B)(6) 2013, the patient contacted animas, alleging a power (moisture ingress) issue. The patient stated after the pump was exposed to water for several hours during a swim, the pump emitted a call service alarm and then powered off. The patient denied damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: the pump was returned with evidence of moisture behind the display lens. The battery compartment was returned intact and no moisture corrosion; the battery cap was able to tighten on to the pump. The pump was cracked in the upper right hand of the display screen. The pump failed a leak test at the crack in the pump¿s casing. The pump was unable to power on during testing. The pump cover was removed and evidence of moisture contamination was found throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.